Event description:
The report stated that "blood leakage was observed from either the optical module connector or the thermal filament connector during use. It was likely that the leakage occurred in ICU after a cardiac surgery." No patient injury was reported.

Manufacturer narrative:
The swan-ganz catheter was received with an edwards contamination shield and introducer seated to the catheter. The proximal end of the contamination shield was at the 80cm depth marker, and the distal end of introducer was at the 30cm depth marker. The catheter tip including the balloon are missing and appear to have been cut off 5cm distal of the 10cm marker; this section was not returned. The sales rep confirmed that the catheter tip was cut at the hospital for culture testing. The returned contamination shield and introducer were removed from the catheter for evaluation. After removing the contamination shield, 3 indentations were observed between the 40cm and 50cm depth marker, where the contamination shield and introducer were located. Blood was visible at the thermal filament connector, thermistor connector and optical module connector. Blood was visible inside of the thermal filament lumen, thermistor lumen and optical lumen when each tube was cut for leak testing. There are 4 small punctures visible 2cm distal of the 30cm marker. All through lumens were tested for patency and leakage. Prior to testing the thermistor and optic fibers were removed from the lumens. The catheter was soaked in hot water and massaged to loosen dried blood in the lumens. Leak testing was then performed. Leakage was observed from all lumens (proximal, inflation, thermistor, thermal filament and optics) except the distal lumen, and from the 4 punctures in the catheter body tube. All punctures are 0.030" and 0.040" long. Reported defect of "leakage was observed from either the optical module connector or the thermal filament connector" was confirmed. There are no indications that the punctures are related to the manufacturing process. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be performed.